Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Should be non-healthcare professional.

Event description:
Sus voluntary event report (# mw5078148) received that states: "starclose device used to close right femoral artery after cerebral angiogram, endovascular embolization surgery for a dural arterovenous fistula device has been causing pain and discomfort. Event outcome: disability/permanent damage." No additional information was provided.